Manufacturer narrative:
Evaluation of the returned device has been completed. The complaint was confirmed. There was a break in the graft cover. No evidence of twisting, kinking, elongation or necking was observed along the graft cover. Therefore, the device was likely not exposed to extraneous stressors along the length of the device. The root cause for the event could not be conclusively determined however, was most likely manufacturing related.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was selected for a patient for the endovascular treatment of a 51x55mm in diameter abdominal aortic aneurysm. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 15 mm in diameter. The right external iliac artery measured 11 mm in diameter and the left external iliac artery measured 18 mm in diameter. The right and left iliac arteries had mild calcification. It was reported that the delivery system was inserted onto the wire and the tapered tip was advanced into the vessel. At that point, the physician heard a crack noise and looked down at the delivery system graft cover which had cracked roughly 12 inches from the tapered tip. The crack appeared to slightly spiral around the circumference of the graft cover. The physician removed the delivery system from the patient without issue. The case was successfully completed with another device. No additional clinical sequelae were reported and the patient is fine.